Manufacturer narrative:
Based upon the clinical assessment, the reported type ia endoleak was confirmed. There may also have been a type ii endoleak. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely found and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review confirmed the following factors that may have contributed to the patient outcome: severe left iliac angulation; multiple patent lumbar arteries and the inferior mesenteric arteries; and use of antiplatelet therapy (aspirin).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated and a vela suprarenal extension. Reportedly during routine follow up, CT scan revealed an endoleak type ia. The physician elected to correct the endoleak by add a proximal extension and the left renal artery was snorkeled. It was reported the patient is stable.